Event description:
It was reported pt never had therapeutic effect. The pt stated she did not think the stimulation had really helped. The pt indicated a shocking or stinging sensation had occurred for about the last year. This had occurred when she leaned and/or bended certain ways. The pt noted that she fell several times but that she usually hits her head. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4)